Event description:
The customer reported that drive support cap popped out. The blood glucose reading was 284mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked case at the display window corner and protruded/loose drive support disk.